Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to charge every other day and now patient is charging every day and it's taking him twice as long to charge. Caller reports as a result, patient is having more back pain due to sitting there longer to charge. Caller reports before when patient reached 100% charge level, he would get a ding notification that he has finished charging and now he is not getting the ding. Caller reports patient would tap on the controller to wake up the controller to check on his charging status. Caller reports patient would get excellent coupling. Caller reports on the recharging summary report: 12/15: charges for 42 minutes, 60% to 100% excellent coupling 12/14: charges for 44 minutes, 50% to 100% excellent coupling 12/12: charges for 41 minutes, 50% to 90% good coupling 12/6 -12/15: excellent coupling 12/11: charges for 46 minutes 60% to 100% good coupling caller reports patient was last reprogrammed in april and patient was charging for 28 minutes. Caller reports she could not find that report. Caller reports patient indicated his controller is not holding a charge, patient is not with her to do further troubleshooting. Suggest patient to look at the led light instead of tapping to wake up the controller. Suggest patient to check the volume on the controller suggest patient to charge every other day

Manufacturer narrative:
H6 code were updated/removed to reflect the new information obtained on july 14, 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on july 14, 2022. The rep reported the serial number of the controller and the patient's weight was unknown. The cause was determined to be due to user error / patient education. The pt kept hitting the reset button even after the green light came on, which prolonged the charging time. The pt was educated on the charging process and the issue was resolved. The devices were operating as expected. No further information was reported.